Event description:
It was reported that, "the surgeon was mallet our aria implant into the disc space when the custom inserter fractured the implant."

Event description:
It was reported that, "the surgeon was mallet our aria implant into the disc space when the custom inserter fractured the implant."

Manufacturer narrative:
Method: complaint history review (analysis). Result: the avs aria cage breakage was confirmed based on the reported account from the sales representative. The sales rep reported implant breakage near the threaded interface between the inserter and the implant upon impaction of the implant (during surgery). The aria cage breakage occurred during the insertion of the cage. The most common causes of implant breakage during insertion include oversizing the implant, misaligning the implant, and excessive impaction force during insertion. The surgical technique recommends to "gently and progressively insert the avs aria implant into the prepared disc space by applying controlled and light hammering on the implant inserter handle, while monitoring the insertion under fluoroscopic imaging". The surgical technique also provides details for proper alignment and attachment of the implant to the inserter. A comprehensive review of complaints (march 2004-september 24, 2013) point out that the majority of complaints indicate the application of cantilever forces to the implant during insertion as the primary cause of cage breakage during impaction. User error and improper loading were also suggested as contributing factors/possible causes of cantilever loading. No material analysis possible because product is not available for analysis. The device could not be identified because the product was not returned (remains implanted). The device was reported to be an avs aria cage. The device history review could not be performed because the product is unavailable and the lot number was not reported. The exact cause of the implant fracture is unknown. Conclusion: as the device was not returned for evaluation a definite conclusion cannot be made. However, based circumstances of use during which the breakage occurred, presumably the application of inadvertent cantilever forces and/or excessive impaction force was applied. The surgical technique details implant/inserter assembly and proper insertion technique. Once more the exact cause of the implant fracture is unknown.

Manufacturer narrative:
Device not returned.